Manufacturer narrative:
The device has not been rec¿d for analysis. Upon receipt and completion of device analysis, if there is any further relevant info, a f/u report will be submitted.

Event description:
It was reported the physician noted a hole on the shaft of the introducer sheath, during the procedure. When the non sjm brk needle and dilator assembly were inserted into the sheath, the doctor felt resistance and a hole was noted in the sheath. The sheath was exchanged to continue the procedure with no consequences to the pt.